Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It has been reported that the scm12 has a blank screen, but the green power light is on. The scm12 is an 'out of box failure' upon set-up. There have been no biopsy interruptions.